Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during intraoperative use, the device jaws would not open. There was no patient injury involved. Another ligasure replaced the device.

Manufacturer narrative:
One used lf1737 ligasure device was received for evaluation. Inspection of the returned device found tissue stuck within the jaws, preventing them from opening. After cleaning the jaws, the device was able to open and close without issue. The investigation identified the root cause of the issue as inadequate cleaning during use. The instructions for use included with this product cautions users to keep the instrument jaws clean, and that build-up of eschar may reduce sealing and/or cutting effectiveness. It also provides methods to clean the device jaws. If information is provided in the future, a supplemental report will be issued.